Manufacturer narrative:
Due to the condition of the returned catheter, only a visual examination was performed. The circumferential balloon burst was confirmed. Two catheters of the same catalog number were pulled from quarantine and tested for rbp specifications. The labeled rbp for this catheter is 1.5 atm. Both of these sample catheters were brought to the rbp of 1.5 atm and held at that pressure for 3 minutes with no bursts. These two catheters were then inflated until burst occurred. Both balloons burst at 2.5 atm and they were both clean longitudinal bursts. It is unknown as to what cause this balloon burst since we could not duplicate the problem. It is unknown as to what kind of procedure was being performed on this patient. This catheter is only indicated for percutaneous transluminal valvuloplasty.

Event description:
Circular burst of the balloon. Balloon should never burst circular. And the inner shaft is elongated when trying to remove the balloon. Due this, the inner tubing grabbed firmly the wire. It was not possible to change the wire." "Change to bigger 12fr sheath to remove the inner tubing with the rest of the balloon with a snare." "Patient is fine despite of the longer procedure time of 2 hours because of the problems."